Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central display stopped working. No patient injury was reported. Note:

Manufacturer narrative:
The display assembly was returned to the factory for evaluation. The company service technician replaced the display power supply and the line cord. The assembly was tested to factory specifications. It functioned normally and was returned to the customer.